Event description:
It was reported that the patient artificial urinary sphincter pressure regulating balloon was "empty." No additional patient complications were reported in relation to this event. Additional information received states the device was explanted due to "fluid loss on connection." This report was originally submitted via asr: report ID number for the event: (B)(4). Quarter/year of the initial asr report submitted to FDA: q2 2018. Asr exemption number: e1997037.